Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. Intuitive surgical, inc. (Isi) did not receive a device for failure analysis investigations. A follow-up MDR will be submitted if additional information is obtained. A system log review could not be performed due to insufficient event information. The procedure name and type were not provided.

Event description:
On (B)(6) 2024, intuitive surgical, inc. (Isi) received mw5149574 stating the black rubber seal from the universal seal (5-12mm) was seen adjacent to the left ovary. The fragment was removed from the patient by the surgeon. Additional information was requested but not provided. The hospital will not share further information as per health insurance portability and accountability act (hipaa) rules.